Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had history of elevated thresholds since (B)(6) 2017. During follow up in (B)(6), lead threshold had increased again. The lead was capped and replaced on (B)(6) 2017. No further information was reported.